Event description:
Ous MDR - this stent could not be released and was removed from the patients body.

Manufacturer narrative:
The device was returned with the stent still constrained underneath the transparent retractable outer shaft. The handle was returned in closed state and the trigger mechanism was not functional. During investigation the handle was opened and showed that the red ratch is not in position. The red ratch inside the handle was most likely not positioned correctly during assembly of the handle in production. Therefore, the stent could not be fully released with the trigger mechanism during procedure. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes.